Manufacturer narrative:
Evalaution summary: surgical techniques recommend that an articular surface should only be inserted once. There is a greater risk of dislocation if the articular surface is reinserted. The cause of the problem could not be determined due to insufficient info. The product stated in the complaint was not returned for review. The device history records indicate that the device was manufactured and packaged to specification.

Event description:
In 2006, during attempted insertion, the surface would not seat properly. The surgeon corrected the dovetail which transformed the surface. The surgeon then inserted the device again. The device remains implanted.